Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they think the patient's implant stopped working because the patient has not felt the stimulation for several days. Caller stated that the patient normally feels the stimulation, but now all they are experiencing is pain. Agent walked caller through connecting the controller to the implant. Caller confirmed the controller battery was at 100% and the implant was at 90%. Caller reported the intensity for group a program 1 was set to 0.1. Agent had caller increase the intensity settings and once caller passed 2.0 caller reported settings not available. Agent reviewed message meaning with the caller. Caller attempted to switch groups but only group a was programmed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.